Event description:
It was reported by the medical facility that the video processor unit made a noise, then all display images went out. This occurred during an endoscopy procedure. There was no patient injury or other negative health consequence.

Manufacturer narrative:
The device has been returned to endochoice for evaluation and repair. Further information is not yet available.